Event description:
It is reported that when the surgeon incised the capsule, the patella component was "floating" freely in the suprapatellar pouch. The pegs had been sheared off. As is customary, the poly insert was changed while the knee was open. The pitting on the surface of the insert was from cement particles according to the surgeon. Implant date is unk.

Manufacturer narrative:
Eval summary - as returned, the tibia insert is pitted in both compartments. Sem confirmed the presence of the third body particles on the tibia insert and eds found the particle to be bone cement. Given this, the pitting on the tibia insert was likely caused by third body particle wear from bone cement. As returned, the patella has all three pegs sheared off and one peg was returned. The patella also has a crack that extends from one of the pegs to the outer rim. There is cement in the grooves of the patella as well. X-rays were not provided in order to assess the joint line and the positioning of the femoral component relative to the bone. If the patella is not tracking on the femoral component as intended due to the position of the femoral component, additional force could be applied to the pegs and lead to fracture. An inadequate cement bond between the patella and the bone could also distribute additional forces to the pegs. It is unk how long the devices were implanted. It is also possible that the bone cement particles interfered with the patella tracking on the patella track of the femoral component. With the available info, a definitive cause for the pegs fracturing cannot be determined. Review of the device history records was not possible as the lot number required for retrieval was unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint twill reopened. Zimmer, inc. Considers the investigation closed. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.